Event description:
46-yr-old female with history of polyarthralgias, headache, fatigue, & muscle weakness beginning 1 yr after breast implantation in 1994. Breast implants were removed. Right implant had leak. Pt has had biopsy demonstrating demyelination & vasculitis. Her gmi antibody increased at 1750 & b-tubulin antibody increased at 1990 (normal <1500). She has some response to gamma globulin but is virtually wheelchair bound.